Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that upon interrogation during routine follow-up the daily trend impedance exhibited an increase in right atrial (ra) lead pace impedance measurements to 3,000 ohms. It was noted the change coincided with the start of the patient playing squash on a frequent basis. The noise was not sensed by the device; atrial sensitivity was decreased pending a procedure to replace the lead due to suspected fracture. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed during which the lead was tested via psa and out-of-range measurements were confirmed. Upon inspection, a section of the lead was noted to appear twisted and was the suspected site of fracture. The lead was surgically abandoned and a new ra lead was implanted. No adverse patient effects were reported.